Event description:
Boston scientific received information that during an implant procedure the patient had unipolar leads that were in place. The leads were tested and it was difficulty to get pacing, but since the patient rate was 30, the physician felt that the device could be connected to the leads and interrogated at a different clinical to determine the pacing thresholds. It was noted that the device would not auto convert to unipolar mode and the patients rate stayed at 30. The device was removed and a competitor device was connected to the leads. Once the competitor device was placed into the pocket the device auto converted and paced fine. The procedure was completed successfully. The boston scientific device was not used. It was later confirmed that boston scientific devices do not auto convert lead polarity. In this particular case the device should have been programmed to unipolar instead of bipolar. The issue was with the programming not an issue with the device. No adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.